Event description:
Per the clinic, the patient experienced performance decrement with internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 6, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 12, 2024.

Manufacturer narrative:
The device analysis report attached.